Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a cystoscopy with lithotripsy procedure in the left kidney performed on (B)(6) 2014. Reportedly, the laser unit used was a dornier medilas h20 with 0.6-0.8j setting. According to the complainant, during the procedure, the tip of the fiber broke off inside the patient. They attempted to remove the detached tip using a grasper; however, the visual field was obstructed with a heavy flow of blood and presence of clots, and the device fragment was not retrieved. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.